Event description:
It was reported that pre-closure placement of the prostar xl sutures was attempted in the right common femoral artery prior to a transcatheter aortic valve implantation (tavi). The device was able to be placed in the vessel. The arteriotomy was 9 fr and the vessel was not calcified and non-tortuous. Reportedly, all the needles were removed from the hub, the suture was being pulled via the hub but resistance was felt and the suture did not exit the hub. The suture was found to be broken and separated from the needles. The prostar xl device and the sutures were removed from the vessel. A second prostar xl device was attempted and suture deployment was uneventful. During the tavi procedure, the sheath was upsized to 18 fr. The tavi procedure was completed and hemostasis was achieved with the sutures of the second prostar xl device. It was indicated that the second prostar xl was positioned/rotated at 45 degrees, compared to the first prostar xl. There was no adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture broken and separated from the needles was confirmed. The returned condition of the device found that the coiled suture lumens were clamped prior to needle and suture deployment. The device instructions for use state: do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent suture deployment. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: johnson and johnson emerald .035; sheath: cordis 9 fr 11 cm, cook 18 fr 45 cm; other: corevalve; heparin. (B)(4) - failure to follow steps/instructions. The device instructions for use indicates under placement: hold the device at an angle of 45 degrees or less, during device advancement and during needle deployment. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.